Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as a "low" on the continuous glucose monitor (cgm). Low bg cause was due to customer not consuming food for the bolus that was delivered. Customer consumed carbohydrates to address bg.